Event description:
Harmonic passed start-up test but failed to fire when in use on the patient. It was disconnected and reconnected, passed the qa testing again, but failed to fire when in use. A new handpiece was then opened and worked appropriately.